Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify alarm due to motor error alarm. The insulin pump received with normal operating current. The insulin pump passed self-test. The insulin pump passed off no power test. We were unable to verify alarm in the alarm history due to history file overwritten with alarms. The insulin pump alarmed due to a corrupted history file. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to high magnetic fields. The customer stated that they had to reset the time and attempt to prime the insulin pump again. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.